Event description:
A customer reported experiencing a past high blood glucose event without a known cause. The highest blood glucose level reached was indicated as "high," but a specific value was not provided. There was no adverse impact on the customer's blood glucose level that required third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge. Technical support recommended consulting with a healthcare professional to discuss potential factors affecting glucose levels. Additionally, a replacement cartridge and infusion set were sent to the customer as replacements for those used during troubleshooting.